Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient developed atrial flutter which was treated with cardioversion and a pleural effusion which was drained. On (B)(6) 2017, the patient was re-hospitalized due to fever and a positive blood culture of enterobacter cloacae. A CT performed on (B)(6) 2017 was suspicious for an infection of paraaortales serom with a 25 mm abscess on the aortic valve. A thoracotomy was performed and 100 ml of serous fluid was removed around the aorta. The following day, there was no evidence of abscess and the sternum was closed. On (B)(6) 2017, fever returned with hypotension and on (B)(6) 2017, the 21 mm trifecta gt valve was explanted and replaced with a 23 mm biointegral bioconduit valve. Endocarditis was visible upon and under the trifecta gt valve and abscess was visible on the anterior mitral leaflet and right atrium. Per the site, this event is procedural related. (Clinical study patient (B)(6)).